Manufacturer narrative:
Batch review performed on 29.march.2021: lot 189945: (B)(4) items manufactured and released on 14-may-2019. Expiration date: 2024-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 29.march.2021: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot 2005457: (B)(4) items manufactured and released on 29-jul-2020. Expiration date: 2025-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
2 months after the previous revision surgery (the patient dislocated multiple times and was treated with closed reduction and finally the liner and glenosphere were revised to give less offset) the patient came in due to another dislocation of the glenosphere from the liner (the patient broke into a parkinson's attack and dislocated his shoulder): the following implants were removed: glenosphere, screws, baseplate and humeral metaphysis. The primary surgery was performed on (B)(6) 2021.

Manufacturer narrative:
Visual inspection performed by medacta shoulder r&d project manager: the visual inspection was performed on 28th april 2021. The articular surface of the glenosphere is partially dull, probably due to friction with the humeral components after the shoulder dislocation. The glenosphere screw does not present any signs of damage or scratches. The glenoid baseplate has bone residuals at the bone-implant interface. The three glenoid locking screws present mild discolouration on the first 1-2 pitches, presumably due to friction with the baseplate during the hardware removal. The reverse metaphysis shows bone residuals on the ha coated surface. The outer surface is partially dull, likely caused by friction with the glenosphere after the shoulder dislocation. The reverse metaphysis screw shows circular scratches on the outer surface. The liner does not present any signs of damage. No action is suggested.